Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: blood is running out from the device. They put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid: c0703. Imdrf annex d grid: d02. H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, a 22g venflon pro safety product with blood leakage from the end cap was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: blood is running out from the device. They put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a 22g venflon pro safety product with blood leakage from the end cap was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed. The probable root cause for the reported leakage could be due to the sink mark at the luer cone tip of the end cap. The air vent may be choked at the cavity side during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. However, as no actual sample was returned, further investigation cannot be performed, and the root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: blood is running out from the device. They put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from.